Event description:
A 71 yo male having prostate biopsy when bard punch needle broke. Multiple needles used due to breakage. 5 needles total used for this case lot rekz0661 catalog mc1825 use by 11/30/2028. Pt: 4582. Device: 1069. Ref reports: mw5186939, mw5186940, mw5186941, mw5186942.